Event description:
It was reported that suspected pocket infection was observed. No further information is available.

Manufacturer narrative:
No medwatch form was received. Review of quality records.